Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. An end user alleged death while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. An end user alleged death while using the device. Medical intervention was not specified. The device and humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of dirt/dust/dander. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 25 instances of: e-25, e-61, e-62, e-63, e-65, e-66 and e-102 errors. The manufacturer concludes the contaminates found were consistent with dust or dirt contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section has been updated / corrected.